Event description:
The bone plug cross threaded on the inserter. Another plug was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Eval results suggest the cause of this event was attributed to the user force threading the plug onto the introducer. This resulted in improper seating of the plug on the introducer.